Event description:
The complaintant is the wife of a diabetic. She indicates that her husbands glucometer 3 with memory is giving lower results when compared to his physicians' meter. A recent example: glucometer 3 with memory 64 mg/dl -- physicians meter (method unknown) 564 mg/dl. The time difference between measurements is unknown. Because of these differences and her husband not feeling well, his physician hospitalized him.